Event description:
It was reported that during a da vinci-assisted surgical procedure, the integrated electrosurgical unit (iesu/erbe) had an error c-54. An intuitive surgical, inc. (Isi) technical support engineer (tse) checked the logs and confirmed errors c-34 and c-54. The tse suggested the customer to reboot the erbe and check for any c-arm running nearby. The customer confirmed no c-arm was running nearby and rebooting the erbe did not help. The tse suggested the customer to use force triad-10. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the reported issue occurred during procedure. The system functionality was checked upon powering on the system and the system booted up with no issue. The iesu initially powered on without errors. While using monopolar energy, the iesu popped up the error.

Manufacturer narrative:
Based on the claim against the product by the customer noting error c-54, an investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the iesu to resolve the reported issue. An isi did not receive a da vinci product to perform failure analysis. Therefore, the root cause of the alleged customer reported failure mode has not been determined. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. Complaints are tracked via the qms processes. This complaint is reportable malfunction event due to the following: the iesu was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a force triad-10. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/ aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu/erbe) involved with this complaint and completed the device evaluation. The erbe was placed on an in-house system and was run in normal mode. Failure analysis investigation confirmed and reproduced the customer reported complaint.